Event description:
It was reported that the epiq cvx ultrasound system was not available during an unspecified critical tee procedure. The system froze during use and the user exchanged the system to complete the procedure. There was no patient or user harm. The service engineer was able to evaluate the device logs to confirm the reported problem. The service engineer replaced the acquisition module to resolve the customer¿s immediate issue. The system has returned to service with no similar issues reported. Philips has started an investigation, and upon completion, a follow-up report will be submitted.